Event description:
While supporting a pt, the bvs 5000 console switched into battery operation. A backup console was used without incident. It was found that there was testing of the hospital's emergency power at the time of the incident. The converter and a relay were replaced and the problem was resolved. The parts have been sent back to abiomed for evaluation.